Event description:
A malfunction was reported by the customer for their pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, although they encountered an issue with the screen not responding afterward.